Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified several damaged and missing components. Next, the programmer was put through an automated test system that electrically tests the standard functions of the programmer, where it noted failure. An error code showed on the programmer screen indicating a software issue was present. This is the likely root cause of the reported clinical observations. The software was reloaded for this programmer. After this, the programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. To address the failure of the automated functional test, the programmer was disassembled to isolate any defective components. It was found that an internal component of the carrier board had been damaged and had low impedance readings, this caused the automated functional test failure. After the defective carrier board was swapped out for a known good unit, functional testing was repeated. No anomalies were noted. The ECG and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the system log files were extracted from the programmer and were reviewed for error codes. No further error codes were noted.

Event description:
It was reported that during an implant procedure, this programmer screen froze while the device was being interrogated. A pacing system analyzer (psa) was being used at that same time and while attempting to make changes on the psa, it was noted that the programmer screen was frozen and needed to be rebooted. No adverse patient effects were reported. The programmer was later returned for analysis.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified several damaged and missing components. Next, the programmer was put through an automated test system that electrically tests the standard functions of the programmer, where it noted failure. An error code showed on the programmer screen indicating a software issue was present. This is the likely root cause of the reported clinical observations. The software was reloaded for this programmer. After this, the programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. To address the failure of the automated functional test, the programmer was disassembled to isolate any defective components. It was found that an internal component of the carrier board had been damaged and had low impedance readings, this caused the automated functional test failure. After the defective carrier board was swapped out for a known good unit, functional testing was repeated. No anomalies were noted. The ECG and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the system log files were extracted from the programmer and were reviewed for error codes. No further error codes were noted. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that during an implant procedure, this programmer screen froze while the device was being interrogated. A pacing system analyzer (psa) was being used at that same time and while attempting to make changes on the psa, it was noted that the programmer screen was frozen and needed to be rebooted. No adverse patient effects were reported. The programmer was later returned for analysis.